Event description:
Patient undergoing removal powerport (infusaport) right chest wall. The port was removed as was the catheter, upon doing so, it was noted the distal proximal 12 cm of the catheter was not present. It was not palpable in the neck. C-arm fluoroscopy was done, it was noted the catheter was in the heart. FDA safety report ID# (B)(4).